Event description:
A customer reported that a viscoelastic product produced gold speckles in the anterior chamber during two surgeries. Patient impact is unknown. Additional information has been requested.

Manufacturer narrative:
No sample was received for evaluation. One similar component has been received for this lot. Batch record review showed that all testing results are within specification. The syringes are 100% visually inspected after filling and any items containing foreign material are rejected. Since no sample is received, no further investigation can be done. (B)(4).